Manufacturer narrative:
The device was received for evaluation, and as received found that the coil was found damaged and stretched with the polypropylene filament broken. In addition, the ball was found missing/broke from the distal tip of the implant coil. Additionally, the pushwire was found broken into two segments at the proximal end, but retained together by the release wire. The distal pushwire segment was found to be bent at several locations from the distal end. Follow up conducted based on the received device condition and response received from the customer confirmed that the ball tip didn¿t remain in the patient and did not notice the break in the pushwire during the event. We were unable to determine the ball tip missing from the implant coil. It is possible that the damages to the axium prime coil occurred due to the movement against the reported resistance. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: ¿due to the delicate nature of the axium prime detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration.¿ also, "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during stent assisted coiling treatment of a small posterior communicating artery wide neck aneurysm, there was resistance during the delivery of the coil in the catheter. After pulled them out, found that the coil was stretched. It was reported that non-medtronic microcatheter was flush according to the IFU and used with the coils. Reported coil was 7th coil used in the procedure. After pulled them out, they found that those coils were stretched. When they tried to advance coil once again but not able to be advanced. Another two axium prime coils were used to delivered through the same microcatheter. No patient injury was reported. Based on the returned device evaluation found the ball missing from the distal tip of the implant coil.